Manufacturer narrative:
(B)(4). Evaluation of the returned device found the distal end of the device appeared normal and the exchange sheath was fully slit. The thumb advancer was partially retracted from the finished position, an indication that the access ports were used to unlock the thumb advancer and clip delivery tubeset as outlined in the instructions for use. Based on the investigation, the probable root cause for the bent locator wings, which directly resulted in the difficulty encountered during device removal, is tissue compaction that exerted a distal force on the locator wings while in the tissue tract. Tissue trapped between the distal end of the clip delivery tubeset and the locator wings can bend the locator wings and interfere with clip deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, difficulty was encountered removing the device. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, which released the device from the tissue tract. Although the starclose se device clip deployed in the intended location and achieved hemostasis, manual compression was applied for 15 minutes prophylactically. There were no reported adverse patient effects. Though requested, no additional information was provided.